Manufacturer narrative:
The following fields have been updated with corrected information: date received by manufacturer: 05feb2024 - date it was determined that the initial MDR was filed against the incorrect site registration number. This report is a replacement to the original submission under MFR report # 1024879-2023-00719 on 16oct2023 in order to file against the correct site registration number. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples for evaluation. One photo was included in the article which does show poor barrier separation. Bd was unable to determine the specific material and lot number associated with this literature review complaint; therefore, a review of the device history record could not be conducted. Patients with multiple myeloma can have high serum/plasma density than the gel separator, which causes the gel separator to float on top of the serum/plasma. Bd acknowledges that a product performance limitation may occur for proper function of the separator in blood collection tubes with abnormally high plasma/serum density specimens, and therefore, has opened a corrective and preventive action to implement updates to the bd vacutainer® evacuated blood collection system instructions for use (IFU) to provide additional information in the ¿limitations of system¿ section. As the actions associated with this product issue are being addressed through a corrective action, no further actions are required specific to this article. This complaint has been confirmed for poor barrier separation based on the photo provided in the article. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported while using unspecified bd vacutainer® sst¿ tubes that there was poor barrier separation of a sample collected from a patient with multiple myeloma. There was no health impact or consequences reported.